Event description:
Please provide the model/lot number of the affected product =ta240149please confirm how many 20019e7ds products have been identified as defective in this way? = min10 qty was identified has defective. Exact no is unknown.please confirm what fluid was being administered at the time of the event(s)? = not awareplease provide details of the storage conditions prior to use i.e., where are the products stored? Is the area temperature controlled? =product was stored properly in normal temperatures.

Manufacturer narrative:
Additional information in adverse event or prod prob (b) investigation result: no (B)(6) sample was available for investigation, however the customer reported that the affected lot was ta240149. The customer also reported that the "smartsite hub is oval in shape instead of round due to which IV set difficult to be connected to smartsite. Fluid leaking out from the lumens and blood backflow in the lumens of smartsite even though clamped." As part of the investigation the customer provided photographs of the 20019e7ds product, however analysis of the photographs did not confirm the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot ta240149 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, the root cause of the oval smartsite is exposure of the smartsite® to an external heat source that brings the component temperature above 60°c. The piston head of the smartsite® is oval-shaped therefore when the round female luer adaptor (fla) component is placed over it, the piston opening is squeezed shut in order to create a seal. Under excessive heat conditions, the fla material can soften, and as the piston pushes back on the inside, it can reshape the fla to conform to the original oval-shape of the piston head. A review of the manufacturing process, bd storage conditions, and sterilization process has not found a potential root cause for this level of excess heat. Although it was not possible to determine a definitive root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7ds set in the past 12 months.

Event description:
It was reported that bd alaris smartsite extension set was damaged the following information was received by the initial reporter with the following verbatim smartsite hub is oval in shape instead of round due to which IV set difficult to be connected to smartsite. Fluid leaking out from the lumens and blood backflow in the lumens of smartsite even though clamped.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.